Manufacturer narrative:
Intuitive surgical inc., (isi) quality engineering (qe) team re-evaluated the record and provided following additional information on probable root cause: the probable root cause of bent grip tips on 8mm large hem-o-lok clip applier is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was observed to have an unknown malfunction. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have passed engagement and recognition. The clip applier instrument failed the clip test. The clip did not stay attached to the tubing after clip was applied. Additional observation: the instrument was found to have one bent grip causing them to be misaligned. The offset at the tips was < 0.05¿. The grips were not cracked. The probable root cause of difficulty applying a clip is attributed to misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.